Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.4 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for two patients tested with coaguchek xs plus meter serial number (B)(4). On (B)(6) 2021, a capillary sample collected from the first patient was tested using the meter, resulting in a value of 4.3 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using stago reagent on a stago analyzer, resulting in a value of 3.1 inr. On (B)(6) 2021, a capillary sample collected from the first patient was tested using the meter, resulting in a value of 4.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using stago reagent on a stago analyzer, resulting in a value of 3.6 inr. On (B)(6) 2021, a capillary sample collected from the second patient was tested using the meter, resulting in a value of 4.9 inr. A sample was collected from the patient by syringe and tested using the meter, resulting in a value of 4.8 inr. A sample was also collected from the patient and tested in the laboratory using stago reagent on a stago analyzer, resulting in a value of 3.1 inr. All samples were collected from this patient within a 4 hour time span. The physician dosed the patients based off of the laboratory results. Both patients are tested once per week. The therapeutic range of the patients was unknown.